Event description:
""Cust stated" one of my upper front teeth is starting to get crooked when it never was before"". (B)(6) 2024 case # (B)(4) mb: confirmed tipping on teeth #8 & 9. (B)(6) 2024 in case (B)(4) via email cust updated w "honestly I feel like now my bottom teeth a".

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.